Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 14 mmol/l. Customer advised they came home from hockey practice and had unexpected restart alarm on the insulin pump. Customer advised they had a device software error, motion sensor test failure and then a motor error alarm. Troubleshooting for the motor error on the insulin pump was performed. Customer was not able to rewind the insulin pump properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. No resetting noted at any time while pressing a button and no number 6 noted on the screen. No a28 or a35 alarm noted. The insulin pump had broken reservoir tube lip, minor scratched lcd window and stained end cap sticker.